Event description:
It was reported that an angio-seal was deployed post cardiac catheterization. Hemostasis was achieved. The next day, the patient presented to the emergency department with acute groin swelling. A 3.7 centimeter pseudoaneurysm was discovered. The on-call vascular surgeon was consulted and using ultrasound guidance, injected the pseudoaneurysm with 1cc of 1000 units/cc of thrombin. The patient was observed for one hour and then discharged home. The patient was reported to be recovering.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio- seal device has been placed. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.